Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explante. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the distal end of the sheath was found broken. The sheath was disposed of due to blood contamination. No blood loss occurred. Additional information received on 12 feb 2025: the procedure being performed was a right renal artery stenting. The broken sheath was discovered during the procedure and was replaced with a new device to complete the procedure.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint can be confirmed for 'sheath tip deformed' based on the picture provided. The exact root cause cannot be determined. The likely root cause is the sheath tip deformed due to resistance at the access site. The device history record was reviewed to ensure each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in hazard based risk table (hbrt).